Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial components due to pain and loosening. Upon removal of the tibial plate, the implant was noted to be completely debonded from the cement. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona medial congruent articular surface 10mm left 8-11/ef catalog#: 42512100810, lot#: 67323396, persona all poly patella 29mm catalog#: 42540200029, lot#: 67170102, persona cruciate retaining narrow porous femoral component catalog#: 42502206801, lot#: 67287314. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.